Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the micro tubing was found cracked upon attaching the set to IV antibiotic. The crack was noticed prior to connecting the line to the patient. Although requested, additional information was not provided.

Manufacturer narrative:
Correction to initial report: d.1, d.4, and h.2 (omit response to FDA request).

Event description:
It was reported that the micro tubing was found cracked upon attaching the set to IV antibiotic. The cracked was noticed prior to connecting the line to the patient . Although requested, additional information was not provided.